Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous left superficial femoral artery. The 4.0mmx40mmx135cm sterling balloon catheter was advanced and crossed lesion. The balloon was inflated for 30 seconds however, it ruptured at 8 atmospheres on the first inflation. The balloon was deflated and the device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.